Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The event history log review indicated several alarms unrelated to the reported condition. A rite functional test was performed and failed as a result of no power, and also failed the power up verification stop. An electrical test was performed and passed. The burning smell was verified during the evaluation. The cause of the burning smell was determined to be a defective accomp printed circuit board (pcb). The accomp pcb was scrapped to solve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device smelled like burning wires. This was identified during use. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to the caregiver. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.